Event description:
Additional information was received from a manufacturer representative (rep). The rep did not know the specifics regarding the patient feeling stimulation when programmer to 0.0 volts. The rep talked with the patient on the phone numerous times. The rep knew the patient had been programmer two weeks prior to (B)(6) 2016 but another rep and the patient was now receiving effective stimulation and was very happy. It was noted that the patient had complex medical issues with her back and couldn't all be helped with stimulation so the rep was unsure if this contributed to the issue. Additional information received from the other rep confirmed that he did reprogram the patient. After that the rep followed-up with the patient who stated that she was getting relief and was feeling better. Since then the rep had not heard any further complaints. The rep noted that he was not aware of hospitalization or anything like that.

Manufacturer narrative:
Correction ¿ the patient¿s indications for use include non-malignant pain and peripheral neuropathy, not failed back surgery syndrome. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on 09-may-2016 reported that no steps were taken to resolve the issue of feeling s timulation/current running through the left hand. The patient stated that the treatment put her in the hospital and harmed her grievously. It was noted that the patient had regrets and concerns regarding the treatment itself. The patient's indications for use included non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they woke up with current running through her left hand. The patient tried decreasing stimulation, but still felt stimulation in her left hand. The patient had 1 group and 2 programs. The patient decreased to 0.0v on both programs, but still felt stimulation. The patient did not want to turn stimulation off completely, so she turned it up to 0.1v on both programs and would follow up with her physician. Indications for use include non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.